Event description:
It was reported that that the patient's whole device system was explanted due to erosion and infection. No further information was reported.

Manufacturer narrative:
Correction: (B)(4) should have been included on the initial MDR submitted on sep 29, 2017.